Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump was not delivering the correct amount of insulin. Customer stated that his infusion set has air bubbles and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.